Event description:
The following has been reported to hamilton medical ag on 16 february 2024 from a customer in australia. It was reported that on february 18th 2024, hamilton-t1 (sn (B)(6)) under software version 3.0.3, showed repeated instances of "flip flow sensor" alarm despite having successfully calibrated the flow sensor. Event logs also show multiple instances of flow sensor-dependent alarms (disconnection/ leak compensation/ vt low/high etc). Dt staff were able to reproduce the fault. Reportedly,customer staff were able to reproduce the fault. It would appear flow sensor tubing connections at ventilator end were reversed. We were able to demonstrate that hamilton-t1 will pass the fs calibration even if fs tubing connections are reversed, although will immediately alarm "flip flow sensor" when operation is commenced (as happened in this customer event) according to preliminary analyis performed, the root cause asociated to the reported issue could be related to: - flow sensor incorrectly positioned. - tube connections of the flow sensor swapped. - defective flow sensor. Accordingly, the following correction may be considered: - calibrate the flow sensor according to the service manual or the user manual. - replace the flow sensor. Patient transferred to manual bag/valve/mask. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 16 february 2024 from a customer in australia. It was reported that on februaryr 18h 2024, hamilton-t1 (sn 19513) under software version 3.0.3, showed repeated instances of "flip flow sensor" alarm despite having successfully calibrated the flow sensor. Event logs also show multiple instances of flow sensor-dependent alarms (disconnection/ leak compensation/ vt low/high etc). Dt staff were able to reproduce the fault. Reportedly,customer staff were able to reproduce the fault. It would appear flow sensor tubing connections at ventilator end were reversed. We were able to demonstrate that hamilton-t1 will pass the fs calibration even if fs tubing connections are reversed, although will immediately alarm "flip flow sensor" when operation is commenced (as happened in this customer event) according to preliminary analyis performed, the root cause asociated to the reported issue could be related to: - flow sensor incorrectly positioned - tube connections of the flow sensor swapped - defective flow sensor accordingly, the following correction may be considered: - calibrate the flow sensor according to the service manual or the user manual - replace the flow sensor patient transferred to manual bag/valve/mask. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.